Event description:
The customer reports that the swg (spring wire guide) was kinked during patient use.

Manufacturer narrative:
(B)(4). The customer returned a single spring wire guide (swg) assembly for evaluation. The guide wire was returned within the advancer tube. The guide wire was observed to have two kinks at the distal end, proximal to the j-bend. There was also a bend at the proximal end. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located at 490mm and 502mm from the proximal tip. The bend was located 30mm from the proximal tip. The overall length of the guide wire measured 603mm which is within the specification of 596-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.801mm which is within the specification of 0.788-0.826mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked at 490mm and 502mm from the proximal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) was kinked during patient use.